Manufacturer narrative:
An event regarding disassociation of the femoral stem and head, elevated ion levels and altr involving a lfit v40 cocr head that was mated with accolade stem. The event was not confirmed. Method and results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: although x-ray images were provided in the study, there is no indication or confirmation that these x-rays are associated with patient 10 and therefore will not be submitted for medical review for this case. Conclusion: lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Although the lot was not provided, the lots associated with the reported device description, date of implant and failure mode have been determined to be subject to the recall. No further investigation is required.

Event description:
It was reported through a study performed by the (B)(6) that a patient with a bmi of (B)(6) was revised for disassociation of their femoral stem and femoral head 7.8 years post implant. Altr was also noted. The patient was revised to a modular stem and biolox head. The poly was also replaced.

Event description:
It was reported through a study performed by the (B)(6) that a patient with a bmi of (B)(6) was revised for disassociation of their femoral stem and femoral head 7.8 years post implant. Altr was also noted. The patient was revised to a modular stem and biolox head. The poly was also replaced.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through a study performed by the university of pittsburgh school of medicine that a patient with a bmi of 30.0 was revised for disassociation of their femoral stem and femoral head 7.8 years post implant. Altr was also noted. The patient was revised to a modular stem and biolox head. The poly was also replaced.